Event description:
Type of surgery performed: knee arthroplasty. Details of event: orthopedic pac, reported a complication a patient had sustained after his surgeon used several kits of floseal for hemostasis in a total knee arthroplasty. Dr, (coordinated health), had expressed concern and disgust over a poor surgical outcome that resulted in a patient sustaining a hemi-arthrosis, the need to undergo a transfusion of 2 units of blood and subsequent re-admission of his patient to the hospital for a period of a few days. Although a specific patient name can not be provide, (hipa regulation), the patient was an adult male who had undergone a non-cemented, press fit total knee. Prior to surgical use, reporter and dr reviewed the floseal IFU and instructional knee video to ensure proper application. Additional information received on 21-oct-2008: at the end of the implantation of the non-cemented knee prosthesis, the wound was irrigated using pulse lavage. The tourniquet was released and the knee put in flexion. A 2 x 5ml floseal was applied to the posterior capsule and a third 5 ml floseal applied to the lateral-medial tissue and worked into the tissue with the surgeons fingers. The wound was compressed in the closed position for 2 - 3 minutes and re-examined. Bleeding was still evident and a 4th kit of floseal 5ml was applied to the medial-lateral tissue planes using the same technique as described above. The surgeon started closing the wound and discussed the use of a drain with floseal, stating their standard of care would be to insert a re-infusion drain. They opted not to insert a drain, first due to concern of floseal blocking the re-infusion drain, and secondly the use of drains was not shown in the video.

Manufacturer narrative:
Baxter medical director assessment: according to the IFU floseal is recommended to be applied as follows: apply floseal directly to the source of bleeding. Maintain floseal at the site (source of bleeding) for 2 minutes with gentle approximation. Use adequate amounts of floseal to completely cover the tissue defect. Work quickly. Irrigate excess floseal away gently, so as not to disturb the new clot. The application of four kits of floseal (20ml of final product) without irrigation, regardless of the presence or absence of active bleeding is certainly not following the recommendations of the IFU. Also rubbing in, or ven compressing the application area, does not comply with the instructions for use. Although the use of floseal is not contraindicated or inadequate in this type of surgery, the narrative describes a clear user error, which may have caused or contributed to the hemi-arthrosis due to local inflammatory reaction. Since there is no experience in the published peer-reviewed literature on the specific use in orthopedic knee surgery, we have to base this assessment on some peer-reviewed ent publications (clinical and preclinical ) that have presented formation of synechiae (adhesions) in cases in which too much product or the excess product has not been irrigated [1, 2, 5]. Although controversial and to a great extent biased, it seems that copious irrigation in these patients is able to prevent fibrosis [3, 4, 6, 7]. The potential mechanism: the gelatin granules resorb slower than the tissue heals, which may lead to the incorporation of residual material into the healing tissue, thus causing a foreign body reaction and inflammation [5]. The postoperative blood loss (that required subsequent transfusion) and the fact this has been reported also point towards a false expectation of the surgeon regarding the effects of floseal, namely the expectation of preventing postoperative bleeds. As a typical hemostat, floseal stops bleeding when applied. The IFU clearly states in the warning section: "floseal matrix is effective on surgical bleeding, from oozing to spurting, and is not intended to be used as a prophylactic hemostatic agent." Surgeon's retraining according to the text of the current IFU should be performed. A follow-up report will be submitted upon completion of re-training. Bibliography: chandra, r.k. Conley, d.b., & kern r.c. (2003). The effect of floseal on mucosal healing after endoscopic sinus surgery: a comparison with thrombinsoaked gelatin foam. Am j rhinol, 17(1), 51-55. Chandra, r.k., conley, d.b., haines, g.k. R., & kern, r.c. (2005). Long-term effects of floseal packing after endoscopic sinus surgery. Am j rhinol, 19(3), 240-243. Gall, r.m., witterick, i.j., shargill, n.s., & hawke, m. (2002). Control of bleeding in endoscopic sinus surgery: use of a novel gelatin-based hemostatic agent. J otolaryngol, 31(5), 271-274. Jameson, m., gross, c.w., & kountakis, s.e. (2006). Floseal use in endoscopic sinus surgery: effect on postoperative bleeding and synechiae formation. Am j otolaryngol, 27(2), 86-90. Maccabee, m.s., trune, d.r. & hwang, p.h. (2003). Effects of topically applied biomaterials on paranasal sinus mucosal healing. Am j rhinol, 17 (4). 203-207. Mathiasen, r.a. & cruz, r.m. (2004). Prospective, randomized, controlled clinical trial of novel matrix hemostatic sealant in children undergoing adenoidectomy. Otolaryngol head neck surg, 131 (5), 601-605. Mathiasen, r.a. & cruz, r.m. (2005). Prospective, randomized, controlled clinical trial of a novel matrix hemostatic sealant in patients with acute anterior epistaxis. Laryngoscope, 115(5), 899-902.